Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and the serial number. With the device returned, h6 was updated. Upon evaluation of the returned device, the reported phenomenon could not be duplicated, though damage to the scope was noted. For this reason a definitive root cause could not be determined. A review of the device history record indicates all 471 device manufactured under this lot number met final release criteria at the time of manufacture. Therefore manufacturing processes are not believed to have contributed to the reported event. The reported phenomenon may result if the aspiration needle and/or biopsy adapter (B)(6) are not properly installed per the instructions for use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint that the needle would not lock securely was not confirmed. The cause could not be determined. No further information was reported. A supplemental report will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that when using the na-u403sx vizishot 2 flex the user locked the needle in and it did not stay secure, the needle moved back and forth during the procedure. The na-u403sx clicked and locked on the maj-1414 but had movement and damaged the scope. There was no patient injury. No additional information was provided.